Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. However, the displacement test passed. Further testing could not be performed due to the prime anomaly. The device had cracked reservoir tube lip, missing end cap sticker, cracked battery tube threads, and scratched window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was taken by ambulance, and the mother was unable to provide additional details as she was in hurry. The mother stated that she had reported a motor error and she was told to call back in if the error occurred again. The caller requested a replacement. No further information was provided.